Event description:
During the cardiac catheterization, the coronary dilitation catheter balloon ruptured while in the patient.what was the original intended procedure?cardiac catheterization with stent placement.